Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a proximal pressure sensor autozero failure occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer confirmed error code 110b. The customer also stated they had recently replaced the flow sensor assembly. The remote service engineer (rse) advised the customer to check the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba). The rse also provided the customer with the part number of the solenoid and da pcba. The investigation is ongoing.